Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the the electrode belt failed an autotest pulse test. The cause for the failure was isolated to the electrode belt distribution node (dn). The pulse wire heat shrink separated in the dn due to the trunk cable being pulled short inside the dn, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During an investigation of a belt for an unrelated issue, a reportable malfunction was found.